Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4): product type programmer; patient product ID 37752, serial# (B)(4): product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010: product type lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010: product type lead. (B)(4).

Event description:
It was reported that there was a coupling problem. It was noted that there was a communication problem. It was further noted that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that the patient did not use stimulation for over a year because he did not need it and did not charge for over a year. It was further noted that the patient still did not need stimulation but thought since he had it implanted he should use it. It was noted that the last time any stimulation was felt was over 12 months ago. It was further noted that the last successful recharge session was over 12 months ago. It was further noted that the patient continued to get reposition antenna screen on the implantable neurostimulator recharger (insr). It was noted that the patient programmer and the insr both could not communicate with the ins. Additional information received reported that there was an end of service (eos) and end of life (eol) message. It was noted that the manufacturing representative was going to clear power on reset (por) on the implantable neurostimulator (ins). It was noted that another manufacturing representative assisted the patient with the physician¿s mode recharge (pmr) two days prior to report. It was noted that the patient and the manufacturing representative stated that this was the patient¿s first overdischarge. It was noted that the patient had not charged for 18 months due to no pain. Additional information received reported that since the manufacturing representative was unable to clear eol message they were unable to check impedances. It was noted that the patient had not experienced a loss of coverage before the battery experienced overdischarge status. It was noted that there was no indication that the leads were damaged. It was noted that the patient¿s pain diminished and that he discontinued recharging. It was noted that the patient¿s pain returned and he decided to attempt recharging. It was noted that when the manufacturing representative saw the patient he apparently had already experienced 2 strikes on his battery and the representative was not able to restart the battery even though it was fully charged. It was noted that the patient was going in for consultation on battery replacement.